Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,h6(clinical & impact).

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error. There was no patient harm reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an automatic filling error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information - e1(event site postal code - (B)(6). Additional contact information : + (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced scroll compressor and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
Due to character limit e1 event site address (B)(6). A getinge field service engineer (fse) investigated the customer's complaint confirmed automatic filling error and abnormal noise (internal test error code #3 occurred). This event occurred due to deterioration due to the scroll compressor being replaced over time. Replaced scroll compressor. Confirmed that there were no problems with the drive, explained it to the customer, and returned it after the customer was satisfied. The defective components were received for further investigation. The fat performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. (Fat) installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Part fails compressor output test and has a code 14. The returned part is retained by the fat department per procedure. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is "expected wear and tear".